Manufacturer narrative:
Elevated complaint investigation will be initiated. Initial incident was submitted under 3005248192-2023-00133. However, no acknowledgements have been received after multiple attempts. This follow up report is being sent as an initial reporting of the event.

Event description:
The customer reported a leak behind the alinity m instrument. The customer reported on 02/27/2023 that a leak was discovered behind the instrument that had left the footprint of the instrument. The leak was cleaned by the fse (field service engineer) when on-site using proper ppe (personal protective equipment). There was no exposure to the liquid.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported a leak behind the alinity m instrument. The customer reported on (B)(6) 2023 that a leak was discovered behind the instrument that had left the footprint of the instrument. The leak was cleaned by the fse (field service engineer) when on-site using proper ppe (personal protective equipment). There was no exposure to the liquid.

Manufacturer narrative:
Elevated complaint investigation will be initiated.